Event description:
It was reported that during craniotomy for aneurysm repair, the dura was torn when the surgeon made the burr hole. The torn dura required an extra stitch during closure. There was no harm to patient.